Event description:
It was reported that the user experienced repeated alert 60 (bluetooth communications) notifications and multiple device restarts, followed by elevated blood glucose through the night and into the morning with a peak around 300 mg/dl, rapid insulin depletion without observed set leakage, a subsequent infusion set change with delayed return to range, and later hypoglycemia to 60 mg/dl while treating with juice. Symptoms included hyperglycemia and hypoglycemia. Outcomes included temporary loss of glucose control without medical intervention or hospitalization. Investigation included troubleshooting and education, review of device alarms for bluetooth communications, and initiation of device replacement with return of the original unit for evaluation. Investigation of the returned device revealed a malfunction specifically related to a faulty bluetooth communications chip.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.